Manufacturer narrative:
The initial MDR submission inadvertently stated that the pump has not been returned to animas for evaluation. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/26/2014 with the following findings: visual inspection revealed that there was moisture corrosion in the battery compartment. During testing, the pump powered on with a fully functional display. The pump case was removed and no evidence of moisture ingress or intermittent conditions found to the printed circuit board. Investigation was not able to duplicate the blank screen issue; however, the allegation of moisture ingress was confirmed.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. The distributor alleged that the display was blank and that there was moisture/corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.